Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the automatic valve was blocked during surgery and it was not possible to push air into the eye. The eye was not "toning" and the surgeon changed to infusion and replaced the hose line. The cases were completed without pt harm. Two pts were involved. Additional information has been requested.